Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h6 "medical device problem code" field was corrected based on information available at the time of the initial submission. Based on the results of the investigation, it is likely the malfunction occurred due to the following: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load/ temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a videotelescope had green optics. During the device evaluation, the following reportable malfunction was identified: r-unit was defective. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.